Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analyzed. Analysis of the device memory found the eri (elective replacement indicator) is the result of high internal battery resistance. This device is part of the field action and has tested consistent with the field action.

Event description:
It was reported that the patient presented to the clinic with chest pain, shortness of breath, fatigue and chest palpitations. The patient indicated a "sticking" feeling on occasion in the chest area. Interrogation indicated high atrial impedance and thresholds. A fracture was suspected. The lead was capped and replaced. The device was replaced due to eri (elective replacement indicator). The device was returned to the manufacturer, analyzed, and tested out of specification. No patient complications have been reported as a result of this event.